Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after a 5f mynx control vascular closure device (vcd) was removed. Therefore, manual compression was progressed for 20 minutes and the procedure completed. There was no reported patient injury. The patient recovered after the mynx event. There was no visible damage to the sheath after removal and no visible damage to the distal end of the sheath. The balloon did not lose pressure during preparation or use. The vessel diameter was verified to be at least 5 mm, vessel tortuosity was described as little, and there was no presence of pvd or calcium at the puncture site. The sealant was deployed to the proper location. The mynx vcd was used in a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The user followed the instructions for use (IFU). The device was stored, prepared and used by the IFU. The physician is mynx certified. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, proper hemostasis was not achieved after a 5f mynx control vascular closure device (vcd) was removed. Therefore, manual compression was progressed for 20 minutes and the procedure completed. There was no reported patient injury. The patient recovered after the mynx event. There was no visible damage to the sheath after removal and no visible damage to the distal end of the sheath. The balloon did not lose pressure during preparation or use. The vessel diameter was verified to be at least 5¿mm, vessel tortuosity was described as little, and there was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The sealant was deployed to the proper location. The mynx vcd was used in a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The user followed the instructions for use (IFU). The device was stored, prepared and used by the IFU. The physician is mynx certified. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the unit being received fully deployed, the sealant not being returned for evaluation, both button 1 and button 2 being fully depressed, and the balloon being returned retracted. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported, especially since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have resulted in the reported failure. However, access site factors (which reportedly had little tortuosity and no pvd), pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.